Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that the battery drawer was broken, the display was out of specification, with a gasket seeping into the display, the upper case was broken, the lower case was contaminated, the ring cover was broken, two side bail covers were contaminated, the lead flex cover was contaminated, the battery contacts were compressed, the ring was missing and one side bail was bent, the keyboard pad was contaminated and cosmetically damaged, and the battery release was contaminated. (B)(4).

Event description:
It was reported the "front platen" of the external pulse generator (epg) was cracked. The epg was returned for repair. No patient complications were reported as a result of this event. Follow-up attempt was unsuccessful in obtaining additional information about the "front platen" being cracked.